Event description:
Update - added reason for revision. Taken from email from file handler dated (B)(6) 2015.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision due to take place on (B)(6) 2011, asr xl acetabular system - left, reason(s) for revision: unknown. Update received: (B)(6) 2014 - marked as legal, added kennedys reference number, amended revision country: (B)(6) and added hospital area: (B)(6). Update - added stem and stem sleeve, added a taper sleeve and all expiry and manufacturing dates, querying missing reason for revision. Taken from claimsuite dated (B)(6) 2015 - (B)(6) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).